Event description:
It was reported that pt had a burning sensation over the back. Pt stated that when he was lying down he experienced a sensation described as an "electric shock going through his body" and that he felt like "sharp needles are touching his body." Wife reported that he would sleep for two days and not eat or take medication and then get up and take sinemet and would then experience the shocking/electric sensation. Pt and wife also reported that pt had 1 1/2 fingers amputated two years ago and that his left hand became rigid when he experienced the hot back and stimulation sensation. These symptoms started about 3-4 months ago, and the pt was described rediquip around that time. He stopped taking rediquip about one week ago. Also stopped ativan, lexapro, and clonazepam. Wife reported changing the battery and that the green ins on light is displayed in addition to 9v battery ok. Three days later, pt reported a shocking or jolting sensation from foot to back and pt's speech could not be understood. On (B)(6) 2010, patient reported in the last 4 months, he has felt vibrations through his body and has had heat sensations in his back area. Patient also reported at time he felt numb and the vibrations were very uncomfortable which has resulted in him having trouble sleeping. Add'l info has been requested but was not available as of the date of this report. Please refer to MFR # 3004209178-2010-06094.

Manufacturer narrative:
(B)(4)